Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure/migration of essure device location of device: unknown") and pelvic pain ("pain") in a 34-year-old female patient who had essure (batch no. C22919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6) 2014 to (B)(6) 2015 for birth control as well as cetirizine, levocetirizine and prenatal plus iron from 2014 to 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moody"), feeling cold ("always cold") and rash ("rash"). On (B)(6) 2015, 14 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced allergy to metals ("metal allergy / nickel allergy") and gastrooesophageal reflux disease ("gerd (gastroesophageal reflux disease)"). In (B)(6) 2015, the patient experienced lymphadenopathy ("enlarged lymph nodes"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pruritus ("vagianal itching"), vulvovaginal burning sensation ("vaginal burning"), breast pain ("breast pain"), abdominal rigidity ("abdominal twitches and spasm"), urticaria ("hives"), migraine ("migraine"), pain ("body aches and pain") and abdominal distension ("severe bloating"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy) and surgery (surgical removal of essure.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, mood altered, feeling cold, vaginal haemorrhage, menorrhagia, allergy to metals, fatigue, gastrooesophageal reflux disease, lymphadenopathy, migraine and pain outcome was unknown, the rash, vulvovaginal pruritus, vulvovaginal burning sensation and urticaria had resolved and the breast pain, abdominal rigidity and abdominal distension was resolving. The reporter considered abdominal distension, abdominal rigidity, allergy to metals, breast pain, device dislocation, fatigue, feeling cold, gastrooesophageal reflux disease, lymphadenopathy, menorrhagia, migraine, mood altered, pain, pelvic pain, rash, urticaria, vaginal haemorrhage, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. The reporter commented: there is noted to be 11 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. On (B)(6) 2016 patient had flat panel x-ray showed lost coil in her body. On (B)(6) 2016 patient had trans-vaginal ultrasound to determine location of coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: fatigue,pelvic pain, most recent follow-up information incorporated above includes: on 3-apr-2018: pfs+mr received, reporter added, patient concomitant condition added, lot number received, events added as follows:- mood altered, feeling cold, vaginal haemorrhage, menorrhagia, allergy to metal,fatigue, gastrooesophageal reflux disease, lymphadenopathy, rash, device dislocation, abdominal pain, vulvovaginal pruritus, vulvovaginal burning sensation, breast pain, abdominal rigidity, urticaria, migraine, pain, abdominal distension. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure/migration of essure device location of device: unknown/migration of essure device (unknown, 1 coil thought to be in uterus)") and pelvic pain ("pain") in a 34-year-old female patient who had essure (batch no. C22919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, abdominal pain lower, back pain, urinary frequency, vomiting and perineal pain. Concomitant products included medroxyprogesterone acetate (depo-provera )4-dec-2014 to may 2015 for birth control as well as cetirizine, levocetirizine and prenatal plus iron from 2014 to 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moody"), feeling cold ("always cold") and rash ("rash"). On (B)(6) 2015, 10 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced allergy to metals ("metal allergy / nickel allergy") and gastrooesophageal reflux disease ("gerd (gastroesophageal reflux disease)"). In (B)(6) 2015, the patient experienced lymphadenopathy ("enlarged lymph nodes /enlarged lymph nodes on the left side of my neck and under my arms pits"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain, vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), breast pain ("breast pain"), abdominal rigidity ("abdominal twitches and spasm"), urticaria ("hives"), migraine ("migraine"), pain ("body aches and pain") and abdominal distension ("severe bloating"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy salpingectomy (bilateral removal of fallopian tubes)) and surgery (surgical removal of essure.). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, mood altered, feeling cold, vaginal haemorrhage, menorrhagia, allergy to metals, fatigue, gastrooesophageal reflux disease, lymphadenopathy, migraine, pain and nausea outcome was unknown, the rash, vulvovaginal pruritus, vulvovaginal burning sensation and urticaria had resolved and the breast pain, abdominal rigidity and abdominal distension was resolving. The reporter considered abdominal distension, abdominal rigidity, allergy to metals, breast pain, device expulsion, fatigue, feeling cold, gastrooesophageal reflux disease, lymphadenopathy, menorrhagia, migraine, mood altered, nausea, pain, pelvic pain, rash, urticaria, vaginal haemorrhage, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. The reporter commented: there is noted to be 11 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. On (B)(6) 2016 patient had flat panel x-ray showed lost coil in her body. On (B)(6) 2016 patient had trans-vaginal ultrasound to determine location of coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: fatigue,pelvic pain,, abdominal pian.,nausea, gerd. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure/migration of essure device location of device: unknown/migration of essure device (unknown,1 coil thought to be in uterus)/malposition of essure device ¿ location of device: 2 trailing coils 11 trailing coils/could not locate one'), pelvic pain ('pain/extreme pain'), genital haemorrhage ('abnormal bleeding (general)/excessive bleeding') and autoimmune disorder ('could this be from the autoimmune crap the essure started') in a 34-year-old female patient who had essure (batch no. C22919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2016 patient had flat panel x-ray showed lost coil in her body. On (B)(6) 2016 patient had trans-vaginal ultrasound to determine location of coils. Concurrent conditions included anxiety, abdominal pain lower, back pain, urinary frequency, vomiting, perineal pain and lymph nodes, enlarged (excl lymphadenitis). Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2014 to (B)(6) 2015 for birth control as well as ascorbic acid;calcium;cholecalciferol;copper;cyanocobalamin;folic acid;iron;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;zinc (prenatal plus iron) from 2014 to 2015, cetirizine, cetirizine hydrochloride (zyrtec allergy), diphenhydramine hydrochloride, levocetirizine and loratadine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moody"), feeling cold ("always cold"), rash ("rash") and dysmenorrhoea ("dysmenorrhea (cramping)/excessive cramping"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced allergy to metals ("metal allergy / nickel allergy"), gastrooesophageal reflux disease ("gerd (gastroesophageal reflux disease)") and dyspepsia ("heart burn"). In (B)(6) 2015, the patient experienced lymphadenopathy ("enlarged lymph nodes /enlarged lymph nodes on the left side of my neck and under my arms pits/ swollen glands"). In (B)(6) 2015, the patient experienced cyst ("cysts") and acne ("excessive acne"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), breast pain ("breast pain"), abdominal rigidity ("abdominal twitches and spasm"), urticaria ("hives"), migraine ("migraine"), pain ("body aches and pain"), abdominal distension ("severe bloating"), urinary incontinence ("felt unable to hold urine"), tooth disorder ("dental problems"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), alopecia ("hair loss/ my hair has been thinning out too") and feeling abnormal ("my memory was becoming very foggy") and was found to have weight decreased ("weight gain / loss ¿ loss ¿ 105 lbs to 94 lbs at surgery"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy salpingectomy (bilateral removal of fallopian tubes) and surgical removal of essure.). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, allergy to metals, rash, vulvovaginal pruritus, vulvovaginal burning sensation and urticaria had resolved, the pelvic pain, genital haemorrhage, autoimmune disorder, mood altered, feeling cold, vaginal haemorrhage, menorrhagia, gastrooesophageal reflux disease, lymphadenopathy, migraine, pain, nausea, urinary incontinence, tooth disorder, blood disorder, cardiac disorder, dysmenorrhoea, alopecia, cyst, acne, dyspepsia, weight decreased and feeling abnormal outcome was unknown and the fatigue, breast pain, abdominal rigidity and abdominal distension was resolving. The reporter considered abdominal distension, abdominal rigidity, acne, allergy to metals, alopecia, autoimmune disorder, blood disorder, breast pain, cardiac disorder, cyst, device expulsion, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, feeling cold, gastrooesophageal reflux disease, genital haemorrhage, lymphadenopathy, menorrhagia, migraine, mood altered, nausea, pain, pelvic pain, rash, tooth disorder, urinary incontinence, urticaria, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pruritus and weight decreased to be related to essure. The reporter commented: there is noted to be 11 trailing coils. Current weight: 97 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: fatigue,pelvic pain,abdominal pian.,nausea, gerd. Most recent follow-up information incorporated above includes: on 19-nov-2019: plaintiff fact sheet and social media contents received :events added- feeling abnormal, autoimmune disorder. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure/migration of essure device location of device: unknown/migration of essure device (unknown, 1 coil thought to be in uterus)/malposition of essure device ¿ location of device: 2 trailing coils 11 trailing coils'), pelvic pain ('pain/extreme pain') and genital hemorrhage ('abnormal bleeding (general)/excessive bleeding') in a 34-year-old female patient who had essure (batch no. C22919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, abdominal pain lower, back pain, urinary frequency, vomiting and perineal pain. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2014 to (B)(6) 2015 for birth control as well as ascorbic acid;calcium;colecalciferol;copper;cyanocobalamin;folic acid;iron;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;zinc (prenatal plus iron) from 2014 to 2015, cetirizine, cetirizine hydrochloride (zyrtec allergy), diphenhydramine hydrochloride, levocetirizine and loratadine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moody"), feeling cold ("always cold"), rash ("rash") and dysmenorrhoea ("dysmenorrhea (cramping)/excessive cramping"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced genital hemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced allergy to metals ("metal allergy / nickel allergy"), gastrooesophageal reflux disease ("gerd (gastroesophageal reflux disease)") and dyspepsia ("heart burn"). In (B)(6) 2015, the patient experienced lymphadenopathy ("enlarged lymph nodes /enlarged lymph nodes on the left side of my neck and under my arms pits"). In (B)(6) 2015, the patient experienced cyst ("cysts") and acne ("excessive acne"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), breast pain ("breast pain"), abdominal rigidity ("abdominal twitches and spasm"), urticaria ("hives"), migraine ("migraine"), pain ("body aches and pain"), abdominal distension ("severe bloating"), urinary incontinence ("felt unable to hold urine"), tooth disorder ("dental problems"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss ¿ loss ¿ 105 lbs -> 94 lbs at surgery"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy salpingectomy (bilateral removal of fallopian tubes) and surgical removal of essure.). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, allergy to metals, rash, vulvovaginal pruritus, vulvovaginal burning sensation and urticaria had resolved, the pelvic pain, genital hemorrhage, mood altered, feeling cold, vaginal haemorrhage, menorrhagia, gastrooesophageal reflux disease, lymphadenopathy, migraine, pain, nausea, urinary incontinence, tooth disorder, blood disorder, cardiac disorder, dysmenorrhoea, alopecia, cyst, acne, dyspepsia and weight decreased outcome was unknown and the fatigue, breast pain, abdominal rigidity and abdominal distension was resolving. The reporter considered abdominal distension, abdominal rigidity, acne, allergy to metals, alopecia, blood disorder, breast pain, cardiac disorder, cyst, device expulsion, dysmenorrhoea, dyspepsia, fatigue, feeling cold, gastrooesophageal reflux disease, genital haemorrhage, lymphadenopathy, menorrhagia, migraine, mood altered, nausea, pain, pelvic pain, rash, tooth disorder, urinary incontinence, urticaria, vaginal hemorrhage, vulvovaginal burning sensation, vulvovaginal pruritus and weight decreased to be related to essure. The reporter commented: there is noted to be 11 trailing coils current weight: 97 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. On (B)(6) 2016 patient had flat panel x-ray showed lost coil in her body. On (B)(6) 2016 patient had trans-vaginal ultrasound to determine location of coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: fatigue,pelvic pain,, abdominal pian.,nausea, gerd. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs and medical record received. Events added: abnormal bleeding (general)/excessive bleeding, felt unable to hold urine, blood disorder, heart disorder, dental problems, dysmenorrhea (cramping)/excessive cramping, hair loss, cysts, excessive acne, heart burn and weight gain / loss ¿ loss ¿ 105 lbs -> 94 lbs at surgery. Event outcome updated for: migration of essure/migration of essure device location of device: unknown/migration of essure device (unknown, 1 coil thought to be in uterus), metal allergy / nickel allergy and fatigue. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure/migration of essure device location of device: unknown/migration of essure device (unknown, 1 coil thought to be in uterus)") and pelvic pain ("pain") in a 34-year-old female patient who had essure (batch no. C22919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, abdominal pain lower, back pain, urinary frequency, vomiting and perineal pain. Concomitant products included medroxyprogesterone acetate (depo-provera)4-dec-2014 to may 2015 for birth control as well as cetirizine, levocetirizine and prenatal plus iron from 2014 to 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moody"), feeling cold ("always cold") and rash ("rash"). On (B)(6) 2015, 10 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced allergy to metals ("metal allergy / nickel allergy") and gastrooesophageal reflux disease ("gerd (gastroesophageal reflux disease)"). In (B)(6) 2015, the patient experienced lymphadenopathy ("enlarged lymph nodes /enlarged lymph nodes on the left side of my neck and under my arms pits"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, vulvovaginal pruritus ("vagianal itching"), vulvovaginal burning sensation ("vaginal burning"), breast pain ("breast pain"), abdominal rigidity ("abdominal twitches and spasm"), urticaria ("hives"), migraine ("migraine"), pain ("body aches and pain") and abdominal distension ("severe bloating"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, mood altered, feeling cold, vaginal haemorrhage, menorrhagia, allergy to metals, fatigue, gastrooesophageal reflux disease, lymphadenopathy, migraine, pain and nausea outcome was unknown, the rash, vulvovaginal pruritus, vulvovaginal burning sensation and urticaria had resolved and the breast pain, abdominal rigidity and abdominal distension was resolving. The reporter considered abdominal distension, abdominal rigidity, allergy to metals, breast pain, device dislocation, fatigue, feeling cold, gastrooesophageal reflux disease, lymphadenopathy, menorrhagia, migraine, mood altered, nausea, pain, pelvic pain, rash, urticaria, vaginal haemorrhage, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. The reporter commented: there is noted to be 11 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. On (B)(6) 2016 patient had flat panel x-ray showed lost coil in her body. On (B)(6) 2016 patient had trans-vaginal ultrasound to determine location of coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: fatigue,pelvic pain,, abdominal pian., nausea, gerd. Most recent follow-up information incorporated above includes: on 22-jun-2018: events:nausea were added. Concomitant disease were added. Fu 2 and fu 3 proceed together. On 25-jun-2018: .fu 2 and fu 3 proceed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.